Event description:
Hcp reported explant of device per annual tracking report, pt "developed meningitis in shunt-pump removed as was shunt. Several weeks later placed lumbar catheter injected baclofen for three days - redeveloped meningitis - no pump implanted at this time." Additional info has been requested. A follow up report will be sent when additional info is received.